Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 after the sensor had been inserted in the arm, the patient experienced extreme tiredness and polydipsia. The cgm reading at that time was not documented and the blood glucose reading was 515 mg/dl. At an unspecified date and time during the sensor session, the bg was 515 and the cgm was 184 mg/dl. In the emergency department, the bg was around 500 mg/dl and the cgm was not documented. The patient was treated with insulin drip, recovered after treatment, and was discharged the same day. At the time of the report, she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.